Event description:
It was reported that the patient with this tactra had an undesired penile curvature, which led to an in-clinic evaluation. Proximal crossover and incorrect position were determined; therefore, the patient had a revision surgery done. During the procedure, the tactra was removed and replaced with an inflatable penile prosthesis. No patient complications were reported.